Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. Additional unrelated observation(s) not reported by site: the instrument was found to have a broken grip at the grip base. A piece measuring approximately 4.94 mm x 14.27 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. The instrument was also found with a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicon potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of broken grip tips is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The probable root cause of broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.